Manufacturer narrative:
Patient information: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
Reportedly, as the surgeon was implanting a ks-1 aq2017v intraocular lens diopter +21.0 the doctor felt some discomfort while pushing the rod. The doctor felt that he pushed in a little too far when inserting the lens. The cause of the event is reported as user error. Reportedly there was a posterior capsule rupture. Patient eye is stable and no reported additional procedure was performed. This occurred on (B)(6) 2021. The surgeon stated, "there was some discomfort during insertion, and I felt that the iol pushed in a little too deeply." From the associated video no abnormalities in injector performance were observed.

Manufacturer narrative:
B5-additional information: it seems that the posterior loop was fixed in the capsule after lens injection, the rod went deeper than the center of the anterior capsulotomy window, causing damage to the posterior capsule. D9-return date: unk. H3-product evaluation: the upper side of the rod was a little deformed. The amount of viscoelastic was inferred to be sufficient based on the mark of viscoelastic material filled. The rod cap came off correctly at the specified position and the top flange has been pushed in correctly. Claim# (B)(4).